Manufacturer narrative:
Product ID 37743, serial# (B)(4), implanted: 2011 (B)(6); product type programmer, patient product ID 3887-33, lot# j0110900v, implanted: 2001 (B)(6); product type lead product ID 3887-33, lot# j0107906v, implanted: 2001 (B)(6); product type lead product ID 7495-66, serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 7495-66, serial# (B)(4), implanted: 2001 (B)(6); product type extension. (B)(4).

Event description:
It was reported, the patient did not feel stimulation and was not getting any relief from their stimulation at the time of report. It was stated, the patient¿s stimulation was initially programmed to 0.6 volts on the right and 0.5 volts on the left at the time of report. It was further stated that when the patient increased their right to 0.9 volts and the left to 0.6 volts they reported being able to feel the stimulation. It was reported, the patient was unable to adjust their stimulation during the report. It was noted, the patient then turned their left side down to 0.4 volts and eventually increased it back to the original 0.5 volts. It was stated, the patient was in a lot of pain at the time of report and needed to get a piece of ice so they could talk. It was reported, the patient¿s stimulation was okay and was not too much for the patient. It was noted, the patient¿s concerns with being unable to adjust their stimulation were resolved during their report. It was noted, the patient was in the hospital at the time of report for their back. It was also noted, the patient¿s son believed the patient may not have known how to use their programmer. A supplemental report will be filed if additional information is received.